Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an aveir dr implant procedure when implanting the right atrium leadless pacemaker there was three mapping attempts and screw-in attempts were performed, during these attempts the device was advanced with deflection maintained and after approximately one full rotation of the chevron marker the deflection was released, the catheter repeatedly jumped and shifted position. On the final attempt, the same movement with the catheter occurred and the physician believed the ralp was not fixated and withdrew the catheter leading to ralp helix being stretched, cardiac tissue avulsion, effusion, and tamponade. A thoracotomy was performed to resolve the effusion and tamponade. The patient condition was unstable.